Manufacturer narrative:
A ge healthcare remote technical engineer confirmed the issue with the customer and recommended the replacement of the control board.

Event description:
The hospital reported that, the unit has cpu failure error. There was no reported patient involvement.